Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition could not be verified through any upstream tasks. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump had the channel b stuck. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.